Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The manufacturer representative reported seeing an out of regulation (oor) error code on the patient programmer. They saw the oor error code when they were adjusting the patient¿s settings. The patient had also noticed the error message in the past when trying to increasing stimulation. A therapy impedance check was performed and showed a1 at 307 ohms, 10.52ma; a2 at 732 ohms, 4.27ma; a3 at 488 ohms, 6.698ma; and a4 at 1,102 ohms, 3.091ma. The patient was currently programmed on electrodes 0, 1, 2, 4, 5, 6, 7, 11. Electrode impedance was checked and they were seeing a range from 529-1561ohms on the electrodes they were programmed on. On electrode 3, which was not being used, they were seeing greater than 10,000 ohms. Each of the patient¿s programs was around 3.5v. The patient had also fallen and the oor was seen a couple weeks after the fall so it was believed that the two were not related. The manufacturer representative noted that while on the call the issues resolved. The indications for use were for post lumbar laminectomy syndrome and radicular pain syndrome.